Event description:
Material#: 302832 batch#: 2278470 it was reported by customer that customer reports bd luer lok syringe cracked during compounding process resulted in lost in medication. Residual medication solution still in cracked syringe was pulled into a new syringe via a luer to luer connect and additional vial was obtained to allow for compounding of patient¿s total dose. Verbatim: rcc received a complaint via phone. Pir attached. Customer reports bd luer lok syringe cracked during compounding process resulted in lost in medication. Ref# 302832, lot# 2278470.

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0404 - crack.

Event description:
(B)(4) additional information.   Material#: 302832, batch#: 2278470. On 24nov2023, 1.physical sample available or not available not available, syringe label with lot#, exp has been retained if needed. 2.please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. 82 yo male being treated with imfinzi for stage ii lung adenocarcinoma. 3. Date of event: 11/22/23. 4.-what was being used in the syringe? Imfinzi (durvalumab). 5. How was procedure completed? Residual medication solution still in cracked syringe was pulled into a new syringe via a luer to luer connect and additional vial was obtained to allow for compounding of patient¿s total dose. 6. Any adverse event or serious injury reported to patient or healthcare professional? No. 7. Was there a delay of, or change in, the course of treatment due to the event? Delay in preparation of infusion, lost medication resulted in use of additional vials of medication. It was reported by customer that customer reports bd luer lok syringe cracked during compounding process resulted in lost in medication. Verbatim: rcc received a complaint via phone. Pir attached. Customer reports bd luer lok syringe cracked during compounding process resulted in lost in medication. Ref# (B)(4), lot# 2278470.

Manufacturer narrative:
(B)(4) follow up, a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 2278470. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.